Event description:
My self dr (B)(6) working as pediatrician in (B)(6). My ventilator bella vista g4 version not working since (B)(6) 2022. I purchased ventilator in 2017. It shows error 318. For which I contacted local service centre. They came and checked ventilator and told me that probably there is problem in inspiratory block, but we dont have the spare part to check that after replacing part your ventilator working or not. You import that part from imt medical switzerland. I contacted head office in (B)(6), but they also said that g4 version inspiratory block not available in india we cant help. I emailed to vyair group 4-5 times but no single reply to my query what to do I am frustrated. Please give me some solution. Thank you. Attaching error code photo. Dr(B)(6). I send email to FDA whose reference ID is given. Document number: (B)(4).